Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, intra-op, some small shards broke off from the instrument when it was being used. It could not be confirmed if any broken pieces remained inside the patient or not.

Manufacturer narrative:
Product analysis: visual and optical inspection revealed the upper jaw is broken off at the pivot pin. The location, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. This type of damage is consistent with material overload. If information is provided in the future, a supplemental report will be issued.